Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal/snaring of dislodged stent from patient. Device issue: dislodged stent. It was reported that the procedure was to treat a lesion in the distal rca. After a proximal lesion was stented, the mini vision was attempted to treat distally. The stent would not corss and dislodged from the balloon. The stent moved from the coronary and became lodged in the renal artery where it was successfully snared and removed from the patient. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis because the device was not returned for evaluation. In this case, it appears that the failure to cross and the stent dislodgement may be related to the mini vision attempting to cross a previously placed stent; however, a definitive root cause cannot be determined. The instructions for use states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent."